Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failure. A field service engineer replaced t board and 622 board to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had drawer failure. The customer added that they got the medications from another station. Since the drawer is currently inaccessible, they set a workaround to get the affected medications from another station to prevent patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was a drawer failure. A field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had an inaccessible drawer, the customer added that they set a workaround to get the medications from another station to prevent prolonged patient care delay. There were no adverse events or injuries reported based on this event.